Event description:
This rv lead was implanted on (B)(6)2 004 and was capped on (B)(6) 2018. A product experience report received on 08/13/2018 stated that this lead was exhibiting high pacing impedance. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).